Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that due to a pump pocket infection and the pt showing signs of recovery, the lvad pump was explanted. Upon explant it was noted that the outside of the bend relief had disintegrated.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The pump was returned with the percutaneous lead cut at the pump end bend relief and the severed portion was returned. The inflow conduit outflow graft were returned and secured to their respective pump ports. The examination of the pump blood-contacting surfaces found no evidence of deposition of thrombus. The inflow conduit and outflow grafts showed no evidence of kinking or twisting. The returned portion of the outflow graft bend relief appeared unremarkable and was in a condition typical for the duration of implant. The white polytetrafluoroethylene (ptfe) coating present a implant is permeable to tissue growth and will typically pull off of the bend relief at explant. The visual inspection of the bearings and bearing cups found no anomalies related to wear or damage. The examination of the percutaneous lead found it to be unremarkable. The reported event of pump pocket infection could not be confirmed. No further info is available. The MFR is closing its file on this event.